Manufacturer narrative:
The ge service rep conducted an onsite investigation. The hard drive, the cine drive, and the backplane were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a cine drive failure error message. No pt injury was reported.